Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard on 5 sofia analyzers. Immediately after the first run, one minute later, the same 5x returned devices were tested on 5 different sofia analyzers. All devices yielded valid and accurate negative results on all sofia analyzers at the 15 and 16 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with returned devices. Source: phone.

Event description:
Customer reported conflicting results; 1 symptomatic patient tested positive for sars followed by testing positive for flu b. No confirmatory testing performed.